Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening and creases. Leak test and microscopic analysis was performed which identified: one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one opening striated assessed as surgical damage.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.